Event description:
Reporter stated the customer switched to a new infusion device, and since that time, her blood glucose has been "very good." Customer believes the insulin delivery of the alleged infusion device is too low. No adverse event was reported in relation to this complaint. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.